Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that the customer's blood glucose level was over 600 mg/dl. Customer stated that he has treated his blood glucose level with the insulin pump, but the blood glucose level was not going down. Customer did not contact his health care professional for the high blood glucose level. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. No additional information provided.